Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform basic occlusion, occlusion, displacement tests or verify compromised force sensor system alarm due to broken reservoir tube lip. Device missing reservoir tube o-ring, loose or protruded drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and the insulin pump alarmed compromised force sensor system as well as drive support cap was flushed. The customer¿s blood glucose level was 429 mg/dl at the time of the incident. Customer stated insulin continues to drip after motor stops during the manual prime process. The customer also reported that the insulin was squirting during manual prime process. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.